Event description:
Related to MFR report #s: 2183959-2012-01775 and -01778. It was reported by plaintiff's attorney that the plaintiff was implanted with the intepro lpp y-sling on or about (B)(6) 2010, to treat her stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered, mental and physical pain, serious bodily injuries, including, but no limited to extreme pain, vaginal erosion, worsening dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, hardening, mesh erosion, and has required add'l surgery.

Manufacturer narrative:
It is unk what device was utilized to implant ams intepro y-sling system. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.